Manufacturer narrative:
An event of incomplete coaptation was reported. A return device assessment could not be performed since device was not returned for analysis. It was indicated that the approximately thirty to forty minutes after the procedure, they found that because of hypertrophic lv and valve thickness leaflet motion was compromised. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Event description:
N/a

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 22 august 2024, a 19mm sjm regent heart valve was chosen for a aortic valve replacement (avr) procedure. During procedure, after root enlargement the physician implanted the valve. Approximately thirty to forty minutes after the procedure, they found that because of hypertrophic lv and valve thickness leaflet motion was compromised. The valve was explanted and a new 17mm sjm regent heart valve was implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.

Event description:
N/a.

Manufacturer narrative:
An event of leaflet incomplete coaptation was reported. The device was returned to abbott for investigation and found that both the leaflets were intact and mobile. The valve was able to be rotated freely. There were no visible evidence of surface damage or anomalies. Hydrodynamic testing upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incomplete coaptation could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstance as the device was explanted and a replacement was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.